Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent pump shutdowns occurred. Blood glucose was 400-450. Customer could not recall details of past events. Pump history showed low battery alerts/alarms occurred prior to the last reported shutdown. Customer declined tandem technical support's (cts) explanation of battery depletion. Cts confirmed pump data showed proper low battery alerts/alarms during the last shutdown. No additional information was provided.

Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day(10 to 15 minutes), and also avoiding frequent full discharges.